Event description:
Right hip revision surgery was performed due to pseudotumor, pain and metallosis.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to pseudotumour, pain and metallosis. Primary diagnosis osteoarthritis. During the revision, the r3 liner, hemi head, r3 shell, modular sleeve and the anthology stem were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. It was reported that revision surgery was performed due to pseudotumor, pain and a positive workup for metallosis. Per the revision operative report, the acetabular component was noted to be posterior and high, and the femoral component was mildly proud. ¿metallosis¿ and ¿metallosed product¿ were noted to be found. The abductors were found to be of ¿very poor quality,¿ and there was a large portion of heterotopic ossification noted within the abductors. Without the implantation and pre-revision x-rays, it cannot be determined if the ¿posterior and high¿ acetabular placement and the ¿mildly proud femoral implant¿ was the initial implants anatomical placement or if the implants migrated post-op; however, this cannot be ruled out as a contributory factor the reported clinical reactions. The reported heterotopic ossification can be an inflammatory response and could account for the reported pain. Likewise, the noted ¿diminutive¿ abductors could account for the reported instability and could have also contributed to the reported pain. The intraoperative findings of the reported metallosis, stained tissue and fluid, corrosion products, pain, and pseudotumor are consistent with findings associated with metal debris; however, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the source of reactions cannot be confirmed, and it cannot be concluded that the reported events/clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Correction: brand name. Concomitant medical products just hemi head # 74122546 , lot # 10dw15414 and modular sleeve # 74222200, lot # 09gw24199 remain the same.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the hemi head, r3 shell, modular sleeve, r3 liner, stem and screws were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. Operative findings noted a pseudotumor and corrosion products found at the modular sleeve interfaced with both the trunnion and the femoral head. The acetabulum itself was found to be reasonably anteverted, but placed well posterior and proximal. There was very diminutive amount of remaining bone posterior superior and about 1/3 of the cup in that region at about the 10:30 position was uncovered. It is unknown if the well posterior and proximal placement of the acetabulum led to accelerated wear and metallosis. Although the reported pain, synovitis and intraoperative findings of pseudotumor and trunnionosis are consistent with findings associated with metallosis the root cause cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a malperformance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.